Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6). 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). 300-20-02 - eq square torque define screw drive kit: (B)(6). 310-01-44 - eq, humeral head short, 44mm (alpha): (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 6 years and 1 month post the initial right total shoulder arthroplasty, the patient was revised due to pain from a loose glenoid. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.